Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The complaint was forwarded to (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record indicated that there were no issues during the manufacture of the product that would contribute to this complaint condition. The additional evaluation indicated that the complained inserter and the chuck were not working like it should be. The device shows hammer marks on the head section but is otherwise in good condition. Exact cause which has lead to this occurence was indeterminate. The instruments were replaced.

Event description:
Customer reported the chuck was stuck. This is report 1 of 1 for complaint #(B)(4).